Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with injury. It was also reported that the right atrial (ra) lead exhibited increasing, unstable and high thresholds and increasing and high impedance, with an atrial bipolar impedance warning. The ra lead remains in use. No further patient complications have been reported as a result of this event.